Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to loss of capture and lead fracture. New system implanted on right side. No adverse patient events were reported. Should additional information become available, this file will be updated.